Manufacturer narrative:
(B)(4). Insulin pump received with cracked battery tube threads.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 39.6 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated. Customer will not return device for analysis.